Event description:
During an implant procedure, the right ventricular (rv) lead became dislodged after positioning. The rv lead was removed and upon removal it was observed the helix did not advance as anticipated. A new rv lead was used to complete the procedure. The patient was stable.